Manufacturer narrative:
One ex-hex osseotite implant was returned for inspection. A visual inspection revealed that the internal drive feature contained the reported fractured screw, which could not be removed. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. A root cause for the complaint could not be determined.

Manufacturer narrative:
Brand name unknown. Device product code unknown, device lot # was not provided/unknown. Catalog number unknown. PMA/510k unknown.

Event description:
It was reported that unknown abutment screw fractured inside the implant. Implant was removed. The patient had occlusal trauma.